Manufacturer narrative:
Samples were collected in bd edta tubes and were less than 1 hour old. Aspiration errors initially occurred during qc processing. Qc is run twice a day. Qc was run before the event and results were within acceptable limits. A field service engineer (fse) was dispatched on (B)(4) 2011. Per fse, the front blood detector was blocking the blood sampling valve (bsv) from rotating. The fse tightened the thumb screw to the bsv and confirmed system operation by performing reproducibility and running 5c controls; all results passed. Root cause is most likely attributed to dilution and /or aspiration failures resulting from bsv not rotating properly when the patient samples were processed on the system.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that the coulter lh500 analyzer generated erroneous complete blood count (cbc) results on the initial run for two patient samples. Patient 1 had instrument generated flags. Both samples had operator defined h and h check failed messages. The samples were repeated and recovered results which the customer considers correct. No erroneous results were reported out of the lab. There was no death or injury and no reports of effect to patient treatment.